Manufacturer narrative:
(B)(4).

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2016-00750. The patient reports her stimulation is turning off before she feels the stimulation. Troubleshooting determined the programs were auto-reducing. Lead diagnostics revealed multiple high impedances and reprogramming was initially able to resolve the issue. Follow up information identified the sjm representative met with the patient and lead diagnostics again revealed multiple high impedances and reprogramming was unable to resolve the issue. Surgical intervention is pending to address this issue.